Event description:
It was reported that during a leg flap procedure, upon the third firing of the clip applier, instead of clipping the vessel, it instead severed the vessel. They opened a second device and the same thing happened again. Another like device was used to complete the procedure. Surgery was prolonged four minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: what type of procedure was being performed? Leg flap. What type of structure was the device being fired across? Vessel. Which firing did the incident occur on? 4th. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Unknown. Which of the instances describe the event: did the device deliver a scissored clip which cut the structure? Yes. Did the device deliver a properly formed clip which cut the structure? No. Did the clip not feed into the jaws, resulting in the jaws cutting the structure upon firing? Unknown, (if yes, please reference the IFU which states to ensure visualization of the clip in the jaws prior to firing). How was the structure repaired? Hand sewn. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? Unknown. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? No. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.